Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had cracked battery tube threads, broken belt clip slot at battery tube threads area, a cracked reservoir tube lip and a cracked display window corner.

Event description:
Customer reported a broken insulin pump from the battery compartment. Customer's blood glucose was 436 mg/dl. No additional information is provided.